Event description:
Encountered multiple scratched bausch & lomb lenses (mx60pl 20.5d, lot 3p25138, expiration date: 8/31/2026) while implanting lens into patient eye. Manufacturer response for intraocular lens, envista® iol (per site reporter) they were present during the procedure and informed their company of the lens' conditions.